Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the mobile power unit (mpu) ¿not operating¿ and a yellow wrench alarm on the mpu was confirmed via evaluation of the returned mpu (serial number: mpu-34735). The returned mpu was evaluated by service depot. The reported issue of the mpu not operating and a yellow wrench alarm on the mpu was reproduced by manipulating the patient cable. Damage to the outer jacket of the patient cable was observed. The patient cable was replaced and the issues resolved. After replacing the patient cable, the unit was then connected to a mock circulatory loop and run for several days without any issues or atypical alarms produced. No further testing was performed as the customer requested for the unit to be scrapped. The unit was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned mpu revealed several small holes and scratches on the patient cable. Sections of the patient cable were removed at the locations of the damage for further inspection, revealing that several of the underlying wires were cut and the inner conductors were exposed. Further evaluation revealed that the exposed conductors could have potentially shorted to one another when the cable was flexed; this would have resulted in the reported event. The submitted log file contained approximately 4 days of data (07dec2020 ¿ 11dec2020 per the timestamp). The data in the log file did not indicate any issues with the mpu. The pump maintained a speed above the low speed limit without issue while throughout the log file. The reported event was determined to be caused by damage to the patient cable; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on 26aug2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including alarms that occur on the mobile power unit (mpu), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: (B)(4). It was reported that the patient's mobile power unit (mpu) displayed a yellow wrench indicator on (B)(6) 2020, and the unit was exchanged. The new mobile power unit displayed a yellow wrench indicator on (B)(6) 2020, and the patient stated the unit was not operating. The patient was given another new mobile power unit. The log files captured routine events with no notable alarm conditions or parameter changes. The mobile power unit voltages were as expected. The yellow wrench indicator events occurred when the mobile power units were plugged into the wall, and at the time were not connected to a controller supplying power. There was no reoccurrence of the yellow wrench fault with the newest mobile power unit.